Manufacturer narrative:
The device was evaluated by philips fse at customer site. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was due to defective battery. The issue was resolved after replacement of defective battery and the product is back in service.

Event description:
It was reported to philips the customers dissatisfaction with the early failure of the dfm100 battery sn: (B)(6) and has raised concerns of the same. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.